Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. The leak was described as, ¿liquid droplets entered the pump (between the bag and the outer shell)¿ and ¿liquid was clearly draining between the bag and the shell¿. The leak was observed in the final stage of fill prior to patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11 h4: the lot was manufactured between (B)(6) 2023 and (B)(6) 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of leak on or in any parts of the entire device and bag. A functional leak test was performed and no evidence of a leak was observed. The folfusor device was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.